Event description:
It was reported that the user's pump issued a cartridge alarm, specifically alarm 20, during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support assisted the customer by advising on the proper technique to load a new cartridge, but the alarm recurred. Consequently, the pump was set to be replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer acknowledged the instructions to place the pump in storage mode and return it with a prepaid label within ten days.